Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo for which biosense webster's product analysis lab (pal) identified the hemostatic valve broken inside the hub. It was initially reported by the customer that during the operation, device was recognized by the carto 3 system but it was not visualized on the carto 3 system. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported visualization issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 5-aug-2025, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve broken inside the hub. These findings were reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and catheter visualization test of the returned device were performed. Visual analysis indicated that the hemostatic valve was broken inside the hub, it wasn't dislodged. A microscopic examination of the valve surface revealed stress marks on the outer diameter and star section, while no damage was observed on the silicon ring. Additionally, the returned vessel dilator showed no signs of damage. The device was successfully connected to the carto 3 system, where it was properly recognized, however, it was not recognized. Failure analysis revealed an open circuit to the connector area. A device history record was performed for the finished device batch number, and no internal actions were identified. The open circuit could be related to the visualization issue reported by the customer; the complaint was confirmed. The broken hemostatic valve is not related to the issue reported by the customer. The potential cause of the open circuit could not be conclusively determined. The potential cause of the broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. The carto® 3 system instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603)/investigation conclusions: unintended use error caused or contributed to event (d1102)/component code: valve(s) (g04135) were selected as related to the broken hemostatic valve identified by bwi pal. Investigation findings: open circuit (c0205)/investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer's reported visualization issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).